Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was determined that the movement of the angle wire passing through the part changed as the part came off from the brazed part inside the curved pipe, causing the abnormal shape of the curved part. It is likely that water entered the curved section from the damaged forceps channel during handling by the user, corroding the brazed section. Alternatively, it is likely that the user may have used the device for purposes other than those specified in the instruction manual, which may have caused irregular loads to be applied to the curved section, causing parts to come off the curved tube. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where there was low angulation and excessive knob play. However, these defects alone are not considered severe enough to cause a potential adverse event. If handled according to the instructions for use (IFU) below, the user may be able to detect/prevent the event. "Instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms gif-ez1500 reprocessing manual chapter 1 general policy :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Instruction manual gif-ez1500 operation manual _important information ¿ please read before use :intended use this instrument is intended to be used with an olympus video system center, documentation equipment, monitor, endotherapy accessories (such as a biopsy forceps), and other ancillary equipment for endoscopy and endoscopic surgery. The gastrointestinal videoscope gif-ez1500 is indicated for use within the upper digestive tract (including the esophagus, stomach, and duodenum). :indications for use this instrument has been designed to be used with an olympus video system center, documentation equipment, monitor, endotherapy accessories (such as a biopsy forceps), and other ancillary equipment for endoscopy and endoscopic surgery. The gastrointestinal videoscope gif-ez1500 is indicated for use within the upper digestive tract (including the esophagus, stomach, and duodenum)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is pending return to olympus for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the loaner gastrointestinal videoscope had a problem with bending. It was added that there was an abnormal shape. This was found during a therapeutic endoscopic submucosal dissection (esd) for the rectum. There was no report of patient harm.